Manufacturer narrative:
Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. The needle is bent. T2 and a three inch piece of suture were also returned, t2 is missing its distal end and the suture shows no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended.

Event description:
It was reported that t2 cannot be deployed. T2 has been removed but t1 remains fixed in the patient's meniscus. A backup was available to complete the procedure without injuries or further complications.